Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigosheath. Before insertion into the patient¿s body, there was coating peeling. The issue was handled by replacement. The procedure was completed without patient's consequence. Additional information was received which indicated that no needle was involved in the alleged event. The purple sticker attached to the handle was applied by the physician.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).